Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated what while on a patient, the patient was pulling on the circuit and the exhalation valve receptacle broke off. There was no harm to the patient.

Manufacturer narrative:
Device evaluation: the carefusion field service representative evaluated the unit and confirmed the broken exhalation valve housing. The unit was repaired per manufacturing specifications and placed back into service.